Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death. The cause of death was not reported. It was reported pd therapy was ongoing at the time of death; however the patient was not performing therapy with the hc device at the time of death. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Analysis of the device pneumatic system revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests and successfully completed a short simulated therapy. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.